Manufacturer narrative:
Completion of device evaluation on (B)(6) 2016 determined the touchscreen was unresponsive.

Event description:
It was reported that the customer fell on the pump and the touchscreen became cracked. Reportedly, the pump was still functional at the time of the call with tandem technical support. Customer's blood glucose level was not impacted.